Event description:
A physician reported that the translucent material was adhered to the middle section of the cutter probe shaft, and the cutter could only be inserted partway into the trocar cannula. The adhered material had been removed, and it did not enter the patient's eye. The cutter was not moving well and could not aspirate during vitrectomy and combination surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with light green foreign material on the welded cap and orange/brown foreign material inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The sample was functionally tested with a ring gauge and found to be conforming with the probe needle traveling in and out of the ring gage under its own weight. The clear material was sent for particle lab for analysis. The material was then isolated and analyzed using an energy dispersive x-ray spectrometer (eds). The analysis of the material identifies carbon, oxygen, sodium, aluminum, silicon, phosphorous, sulfur, chlorine, calcium, copper and zinc. The elements along with the visual characteristics suggests the clear material contains dried salts, copper and zinc. The exact identity of the clear material is unknown. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probe had a cut failure and does not confirm an aspiration failure or fitting issue. The exact cause of the cut failure cannot be determined from the evaluation performed. The exact root cause for the material adhered to the cutter shaft cannot be determined from the evaluation performed. The analysis of the foreign material observed on the returned sample suggested that the material was salts, copper and zinc. Dried salts, copper or zinc are not used in the manufacturing. How and when the foreign material became present cannot be determined from this evaluation. However, the most likely source of the salts is from surgical material. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure and foreign material could not be determined and sample was conforming for aspiration and fitting issue. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).